Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2: reference MFR report: 3008829311-2017-00649. It was reported the patient underwent a procedure to implant 2 leads as part of a neurostimulation systems for dorsal root ganglion (drg) stimulation. During the procedure, the physician was unable to place the leads due to patient anatomy. The physician elected to abandon the procedure.

Event description:
Device 1 of 2; reference MFR report: 3008829311-2017-00649. Additional information received indicated that the patient is in stable condition and did not experience any symptoms related to the abandoned procedure.